Event description:
A customer observed lower than expected vitros phyt quality control result while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt quality control results were obtained from the vitros 350 chemistry system. Both the analyzer and the reagent could not be ruled out as contributing factors. An alternate vitros phyt slide lot has resolved the issue. The FDA's (B)(4) district office was notified of this issue on (B)(4) 2010. The investigation was unable to determine a definitive root cause. Investigation of vitros phyt reagent lots 2649-0115-xxxx is ongoing.

Manufacturer narrative:
An ocd fe performed preventive maintenance and "as needed" maintenance to the vitros 350 incubator and immuno wash fluid subsystems. Initially, the investigation could not determine a root cause. However, following service performed by the ocd field engineer, the investigation concludes that the most likely cause of the event was due to an instrument related issue.

Event description:
(B)(4).